Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of discrepant high results for 6 patient samples tested for elecsys hcg + beta test system (hcg + b) on a cobas 6000 e 601 module. The initial results were reported outside of the laboratory. There was no adverse event due to the device. The hcg + b reagent lot number was 30859901. The expiration date was not provided. The customer stated qc was acceptable. Liquid flow cleaning (lfc) was last performed on 24-dec-2018 and is performed every 2 weeks. The customer performed a repeatability test for troubleshooting purposes and received both high and low hcg + b results that were discrepant. Afterwards, lfc was performed and the customer did not complain of additional incorrect results. The field service engineer (fse) visited the customer site and replaced the measuring cell as it had been on the instrument since jan-2016. The fse performed a photo-multiplier tube high voltage adjustment, a blank cell calibration, and completed instrument performance testing which was within specification. Based on the data provided, a general reagent issue is not suspected. The investigation did not identify a product problem. The cause of the event could not be determined.